Manufacturer narrative:
On nov 11 2020, it was noticed information was erroneously omitted from the previous report. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4) on (B)(6) 2020, it was noticed the following information was erroneously omitted from the previous report: the patient also experienced joint pain. Depression and anxiety. This report is for the left breast prosthesis. Reason for device explant and/or reoperation: capsular contracture, generalized illness.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced capsular contracture baker grade iii on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6)2020.